Event description:
On 3/21/89 an ipp device was implanted. On 7/13/93 the reservoir was revised. On 1/23/97 the device was removed from the pt and replaced due to fluid loss. Add'l lot/ser no: 2397p 004.